Event description:
Pt stated that the cartridge would not load. She tried to troubleshoot the problem but the pump kept getting stuck halfway through the process. Has backup pump. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.